Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Manufacturer date is unknown as lot was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Foreign body observed in the eye was reported. A brief description from the surgery center indicated that during the phaco procedure on (B)(6) 2021, a foreign body flowed through the patient¿s eye. The material was removed successfully by the surgeon. There was no patient injury, and the surgery was completed without further incident. This report is for the phaco tip. A separate report is being submitted for the tubing pack used for the patient.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing site could not perform manufacturing record review or trending review due to the fact that product identifiers were not provided. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.